Event description:
It was reported that the patient presented to the emergency room and the right ventricular (rv) lead had apparent fracture, possibly due to "inpingement." The patient was air lifted to a separate hospital for lead revision. It was also reported that the atrial lead was fractured. Both the right atrial and right ventricular leads were explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.